Event description:
A medtronic rep reported the rollingstone system was unresponsive in navigate during a shunt procedure. System would not go backwards in the software. Following a hard-boot, the software re-loaded and worked correctly. The procedure was completed with the use of the stealthstation s7 system. There was no impact to the "ot" outcome.

Manufacturer narrative:
Medtronic rep at the site was unable to replicate the issue. Reported they were not building a tumor model and not using suretrak. Software has not been evaluated as of the date of this report.